Manufacturer narrative:
Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip completely broken off, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's reservoir connection was broken. Blood glucose level at the time of the incident was not provided. The insulin pump was returned for analysis.